Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 21 months post-implant of a bifurcated device and an infrarenal aortic extension, a computed tomography scan revealed an endoleak. Reportedly, during follow up it was noted that the patient's aorta had collapsed and had severe angulation, causing the main body graft (with the original proximal extension still overlapped inside) to shift forward, slide out of the aortic neck, creating a significant endoleak. The physician elected to reline the original bifurcated graft with a new bifurcated device and a proximal suprarenal aortic extension, in order to give the implant the support to withstand the tortuous anatomy. The procedure was concluded and the endoloeak appeared to be completely resolved. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: aneurysmal disease progression might have been a contributing factor that led to stent migration and endoleak. Product placement in this type of anatomy is incongruent with sizing recommendations. A suprarenal stent might not have been considered initially, due to the known bilateral renal stenosis. The unreported acute renal failure and the distal occlusions were not found to be device related; the stent was found to be in satisfactory condition, and atherosclerosis (pvd) was the contributing factor to compromised distal blood flow. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.